Event description:
It was reported that customer experienced continuous low blood glucose (bg); value not provided. Reportedly, customer has already started working with health care provider to adjust settings. The customer declined to troubleshoot with tandem technical support or provide further information.